Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 93 mg/dl. The customer loaded a new cartridge; however the alarm was unable to be cleared at the time of the event. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.